Event description:
It was reported that during liver resection, when they were stapling, they did five to six firing and used white reloads for every single firing, everything went fine no oozing at the staple line and they did oblation with neuwave. They finish the surgery successfully. Patient was fine . As patient was about to be sent to the floor, she started to threw up and the staple line was opened that causes them to re operate yesterday.

Manufacturer narrative:
(B)(4) date sent: 8/4/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: an internal rrt conference call was held and the call included post market surveillance, medical safety officer, customer quality, regional sales, design engineering and marketing. Sales rep observed a liver resection on (B)(6) 2025 and no leak or issue occurred during the procedure. Sales rep observed the surgeon following the ifo in regard to cleaning and firing. The next day the patient was getting ready to be discharged to floor and the patient started vomiting. Patient was re-operated on and during the re-operation it was alleged that no staple line was seen during the re-operation. How long procedure? 2.5-3 hours what was the scope of the liver resection? Unk any alleged issues during the initial procedure? No any comments on tissue condition during the initial procedure? No, but they were paying attention to how much was being dissected. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the scope of the liver resection? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Are any pictures or videos from the procedures available? Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.